Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that they were hospitalized last week on an unknown date due to diabetes ketoacidosis and high blood glucose level of 800mg/dl because the insulin pump wasn't delivering insulin now customer's blood glucose level is 380mg/dl he is not using the insulin pump since last 2 days. The customer had symptom's like difficulty in breathing and headache. The customer was treated by admitting in intensive care unit. The product will be returned for analysis.